Manufacturer narrative:
E1 - city: (B)(6). E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the colonovideoscope had horizontal stripes. The issue was found during inspection for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was unconfirmed. Based on the results of the investigation, a definitive root cause could not be established as it was not confirmed that there was a problem with the device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.